Event description:
Iit was reported that the set screws for in the navi tracker base had gotten seized into the base. While trying to free them, the tip of the screwdriver fractured. There is no additional information available.

Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.